Event description:
Initial info was received from a physician on (B)(6) 2010: a (B)(6) year-old male consumer was treated with sodium hyaluronate (hyalgan) (lot # unk, exp date unk) in his knee in early (B)(6) 2010. A week later he had a huge reaction which the physician thought was a pseudoseptic reaction. The physician drained the knee and used steroids. The blood work did not show any organisms. The pt also had a second aspiration and a cortisone injection and a second negative panel. The physician thought the event resolved, however, the pt came to his office on (B)(6) 2010 and the physician did a third aspiration and a third injection of steroids. The physician was now consulting with infections disease physicians. No further relevant info reported.